Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The events of blebitis and bleb-related leakage are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. These are known adverse events addressed in the product labeling.

Event description:
Healthcare professional reported after 18 months after a xen®45 gts implantation, a patient developed blebitis and that the "conjunctiva had become quiet thin and a patch graft was required."